Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: b5, h6 (problem code). The customer has replaced the battery by himself. A supplemental report will be submitted if additional information is provided. H3 other text : not returned to manufacturer.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit's battery running time is short and could not be transported. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit's battery was faulty and could not be transported. There was no patient harm.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.